Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair for a 68 mm abdominal aortic aneurysm, an esbf2314c103e stent graft was deployed until the gate released, and when the blue back-end wheel was turned to release the suprarenal stents, the suprarenal stents did not release. The back-end wheel was taken apart and the suprarenal stents were manually deployed. The first limb piece was placed and deployed, the main body limb was fully deployed, and the system was then removed. After removal, it was observed that a tapered tip remained inside the patient hanging off the flow divider, and a tube-like internal structure from inside the device remained on the wire. The retained pieces were removed. Per the physician the cause of the event was due to a device malfunction. No additional clinical sequalae was provided and the patient is fine.